Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-24872. Related manufacturer reference number: 2017865-2023-24875. It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker, atrial lead, and right ventricular lead were oversensing noise, which led to pacing inhibition. The pacemaker, atrial lead, and right ventricular lead were explanted and replaced. The patient was recovering after the procedure.